Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic with alerts, low, out of range hv lead impedance for the rv-can, rv-svc, svc-can, and rv-svc and can vectors was observed. Lead replacement was suggested.